Event description:
The patient had two stimulators. One was for pain and one was for urinary symptoms. It was reported that yesterday the implantable neurostimulator (ins) for pain was on and the stim ran down the lower left back and lower left leg. The patient believed this caused her to urinate more frequently than ever before. The patient just started using the ins for pain a few days ago, but the issue above started yesterday. The following was reviewed: labeling regarding dual therapy, and ins placement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0nnbg, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).